Event description:
No further information at the time of this report.

Manufacturer narrative:
Visual examination of the provided pictures identified the weld between the strike plate and handle has fractured. Lot identification is necessary for review of device history records, lot identification was not provided. Medical records were not provided. A definitive root cause cannot be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Manufacturer narrative:
(B)(4) g2: foreign: poland customer has indicated that the product is in process of being returned to zimmer biomet for investigation. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that the straight exact broach handle was fractured during an initial surgery. There was no reported impact to the patient, no medical interventions, and no delay in surgery. No fragments of the device fell into the patient. Surgical technique was utilized and there were no contributing patient conditions related to the event. Surgery was completed using a backup device. Though requested, no additional information was provided.